Event description:
Technician alleged that the brake casters continue to swivel while the brake pedal is engaged. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer caster and the brake caster to resolve the issue.